Event description:
The doctor changed his mind after he had implanted the lens. He removed the lens and replaced it with an anterior chamber lens.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.